Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not reproduce the event in the reported problem area of the pipette assembly. Upon further inspection the pipette tip wash tub sensor was found damaged, but this issue is not related to the reported problem. The instrument was inspected, tested without further problem, and returned to service.